Event description:
Approximately 1/2 hour in patient hemodialysis treatment a leak was seen in the blood tubing 5" from venous injection port. Staff at the facility report that they caught the venous tubing between the dialyzer and the dialyzer holder that is part if fresenius 2008h dialysis machine. The tear occurred when they tried to remove it. Ebl is 100-200cc. A new bloodline was set up and treatment continued with no further problems.